Event description:
It was reported that the female luer was found broken, and it was not locking with the male luer of the syringe. The event occurred in the pediatric cardiothoracic intensive care unit (pctu). A photo of the product was provided by the customer. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer report of broken female luer, not locking with male luer of the syringe could not be confirmed due to the product was not returned for failure investigation. Although a photo was provided by the customer, the location of the broken female luer could not be determined and the customer complaint of broken female luer was not confirmed. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the female luer was found broken and it was not locking with the male luer of the syringe. The event occurred in pediatric cardiothoracic intensive care unit (pctu). A photo of the product was provided by the customer. Although requested, additional information was not provided.